Event description:
It was reported the patient had an invance sling implanted. The patient's incontinence improved and then worsened back to baseline due to muscle atrophy. Another incontinence device was implanted on a later date. No patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4)

Event description:
It was indicated that the patient had another incontinence device implanted on (B)(6) 2008.